Manufacturer narrative:
Concomitant medical products: 1882tc lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and lead failure predictors. As well, the lead had noise. It was noted that the patient had the noise issue in the past due to welding. Reprogramming was suggested however the patient has been non-complaint with lead checks, and likely will not show up for adjustments. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.